Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2116 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. D19662) for female sterilisation. The patient had a medical history of covid-19 virus test positive (asymptomatic) on (B)(6) 2022, c-section in 2013, appendectomy in 1997 and bilateral oophorectomy, salpingectomy, laparoscopically assisted hysterectomy, iud dislocation, cryotherapy (she reports she has a history of "cervical cancer," like pre-cancerous or abnormal pap smear treated with cryotherapy, recent normal pap 2021), vomiting, nausea, chills, fever, chest pain, cervical cancer, genital bleeding (she has had 2 episodes of heavy bleeding in (B)(6) and (B)(6) 2021), pelvic pain (she reports history of pelvic pain since (B)(6) 2021), parity 3 (c/s x1, nsvd x2) and multi gravida (c/s x1, nsvd x2). Previously administered products included: ibuprofen, narco and depo provera. The patient had a family history of cancer and diabetes mellitus. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2080 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix hysterectomy: proliferative endometrium. No evidence of atypical hyperplasia or malignancy. Adenomyosis. Benign ectocervix and endocervix. Iud identified in myometrium. Right fallopian tube: fallopian tube with complete cross-section seen left fallopian tube: fallopian tube with complete cross-section seen. No cyst identified. Clinical information: pelvic pain, displaced iud specimen /site: uterus, cervix right fallopian tube left fallopian tube and cyst [smear cervix] on (B)(6) 2021: pap test: negative for intraepithelial lesion or malignancy on dated (B)(6) 2021. History of observation: abnormal pap requiring cryotherapy at age 19. Reports normal pap smears following. [Ultrasound scan] on (B)(6) 2021: uterus measures 9.4x6x4.5cm linear echogenic structure is visualized within the myometrium of the central fundus. Endometrium 5mm.no iud identified. Right ovary 2.7x2.3x2.2. Normal color doppler left ovary measures 2.5x1.9x2.2cm. Normal color doppler. No significant free fluid.; on (B)(6) 2022: diagnosis: uterus, cervix hysterectomy: proliferative endometrium. No evidence of atypical hyperplasia or malignancy. Adenomyosis. Benign ectocervix and endocervix. Iud identified in myometrium. Right fallopian tube: fallopian tube with complete cross-section seen. Left fallopian tube: fallopian tube with complete cross-section seen. No cyst identified. Clinical information: pelvic pain, displaced iud. Specimen /site: uterus, cervix; right fallopian tube; left fallopian tube and cyst. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Reporter details and patient medical history, last menstrual period , lab data including pathology test and product lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. D19662-invalid) for female sterilisation. The patient had a medical history of covid-19 virus test positive (asymptomatic) on 12-jan-2022, c-section in 2013, appendectomy in 1997 and bilateral oophorectomy, salpingectomy, laparoscopically assisted hysterectomy, iud dislocation, cryotherapy (she reports she has a history of "cervical cancer," like pre-cancerous or abnormal pap smear treated with cryotherapy, recent normal pap 2021), vomiting, nausea, chills, fever, chest pain, cervical cancer, genital bleeding (she has had 2 episodes of heavy bleeding in (B)(6) 2021), pelvic pain (she reports history of pelvic pain since (B)(6) 2021), parity 3 (c/s x1, nsvd x2) and multi gravida (c/s x1, nsvd x2). Previously administered products included: ibuprofen, narco and depo provera. The patient had a family history of cancer and diabetes mellitus. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2080 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix hysterectomy: proliferative endometrium. No evidence of atypical hyperplasia or malignancy. Adenomyosis. Benign ectocervix and endocervix. Iud identified in myometrium. Right fallopian tube: fallopian tube with complete cross-section seen left fallopian tube: fallopian tube with complete cross-section seen. No cyst identified. Clinical information: pelvic pain, displaced iud. Specimen/site: uterus, cervix; right fallopian tube; left fallopian tube and cyst. [Smear cervix] on (B)(6) 2021: pap test: negative for intraepithelial lesion or malignancy on dated (B)(6) 2021. History of observation: abnormal pap requiring cryotherapy at age 19. Reports normal pap smears following. [Ultrasound scan] on (B)(6) 2021: uterus measures 9.4x6x4.5cm linear echogenic structure is visualized within the myometrium of the central fundus. Endometrium 5mm.no iud identified. Right ovary 2.7x2.3x2.2. Normal color doppler left ovary measures 2.5x1.9x2.2cm. Normal color doppler. No significant free fluid.; on (B)(6) 2022: diagnosis: uterus, cervix hysterectomy: proliferative endometrium. No evidence of atypical hyperplasia or malignancy. Adenomyosis. Benign ectocervix and endocervix. Iud identified in myometrium. Right fallopian tube: fallopian tube with complete cross-section seen left fallopian tube: fallopian tube with complete cross-section seen. No cyst identified. Clinical information: pelvic pain, displaced iud. Specimen/site: uterus, cervix; right fallopian tube; left fallopian tube and cyst. D19662: invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. D19662) for female sterilisation. The patient had a medical history of covid-19 virus test positive (asymptomatic) on (B)(6) 2022, c-section in 2013, appendectomy in 1997 and bilateral oophorectomy, salpingectomy, laparoscopically assisted hysterectomy, iud dislocation, cryotherapy (she reports she has a history of "cervical cancer," like pre-cancerous or abnormal pap smear treated with cryotherapy, recent normal pap 2021), vomiting, nausea, chills, fever, chest pain, cervical cancer, genital bleeding (she has had 2 episodes of heavy bleeding in (B)(6) and (B)(6) 2021), pelvic pain (she reports history of pelvic pain since on (B)(6) 2021), parity 3 (c/s x1, nsvd x2) and multi gravida (c/s x1, nsvd x2). Previously administered products included: ibuprofen, narco and depo provera. The patient had a family history of cancer and diabetes mellitus. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2080 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix hysterectomy: proliferative endometrium. No evidence of atypical hyperplasia or malignancy. Adenomyosis. Benign ectocervix and endocervix. Iud identified in myometrium. Right fallopian tube: fallopian tube with complete cross-section seen left fallopian tube: fallopian tube with complete cross-section seen. No cyst identified. Clinical information: pelvic pain, displaced iud specimen /site: uterus, cervix right fallopian tube left fallopian tube and cyst [smear cervix] on (B)(6) 2021: pap test: negative for intraepithelial lesion or malignancy on dated on (B)(6) 2021. History of observation: abnormal pap requiring cryotherapy at age 19. Reports normal pap smears following. [Ultrasound scan] on (B)(6) 2021: uterus measures 9.4x6x4.5cm linear echogenic structure is visualized within the myometrium of the central fundus. Endometrium 5mm.no iud identified. Right ovary 2.7x2.3x2.2. Normal color doppler left ovary measures 2.5x1.9x2.2cm. Normal color doppler. No significant free fluid.; on (B)(6) 2022: diagnosis: uterus, cervix hysterectomy: proliferative endometrium. No evidence of atypical hyperplasia or malignancy. Adenomyosis. Benign ectocervix and endocervix. Iud identified in myometrium. Right fallopian tube: fallopian tube with complete cross-section seen left fallopian tube: fallopian tube with complete cross-section seen. No cyst identified. Clinical information: pelvic pain, displaced iud specimen /site: uterus, cervix right fallopian tube left fallopian tube and cyst quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2116 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.